Manufacturer narrative:
The device evaluation was completed on (B)(6) 2023. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and a catheter tip partially separated issue occurred. It was reported that during a pvc procedure, while advancing the stsf catheter into the left ventricle (lv) via aortic approach, the catheter became tangled upon itself and could not be advanced. By pushing the catheter, the catheter can be temporally untangled. At that time, the catheter would bend in unusual shape and could not be retracted into the sheath. The catheter was partially teared when the catheter was removed from the body. The physician felt difficulty during removal of the device. The procedure was completed without changing the catheter because it occurred after the ablation procedure. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis in the lab revealed that the transition from tip to shaft was detached, leaving internal components exposed. Evidence of some polyurethane (pu) was found evidencing a good manufacturing assembly. The damage observed could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation (mre) was performed for the finished device number lot 30991686l, and no internal actions related to the complaint were found during the review. Based on the mre, the d4. Expiration date and h4. Device manufacture date have been updated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. When using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿3system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and a catheter tip partially separated issue occurred. It was reported that during a pvc procedure, while advancing the stsf catheter into the left ventricle (lv) via aortic approach, the catheter became tangled upon itself and could not be advanced. By pushing the catheter, the catheter can be temporally untangled. At that time, the catheter would bend in unusual shape and could not be retracted into the sheath. The catheter was partially teared when the catheter was removed from the body. The physician felt difficulty during removal of the device. The procedure was completed without changing the catheter because it occurred after the ablation procedure. The procedure was completed without patient consequence. The catheter tip partially separated issue is MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 07-may-2023 and 8-may-2023. It was reported that the braid was exposed. There were no lifted or sharp rings. The physician felt difficulty during removal of the device. The detachment was partial. No part of the catheter detached. It was partially detached at the position where the color of the catheter shaft changed from light blue to deep blue. The catheter was not pre-shaped. The catheter did not become entrapped within the chordae tendinea. The catheter entangled itself into a knot and then became untangled. As such, the h 6. Medical device problem code has been updated and two new codes have been added. An agilis 8.5 fr was used. Therefore, the concomitant product section was updated. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).